Event description:
It was reported that a vial-mate reconstitution device leaked between the bag and the adapter. The leak was noticed after spiking the bag in the med surge department. The customer stated that the leak occurred when the fluid was sent into the vial. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the event occurred was unknown; however, it was known to have occurred within the last month. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.